Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, device was found to be in backup vvi mode. It was noted that the patient had been lost to follow-up since post-implant device check. Device was explanted and replaced due to normal eri. Patient¿s condition was good post-procedure.

Manufacturer narrative:
Field complaint of backup operation was confirmed and was due to normal battery depletion. Device was tested on bench and no anomalies were noted.